Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy due to genuine sui, urethral hypermobility, frequent urination, loss of bladder control, menometorrhagia. It was reported that following insertion the patient experienced increased urinary incontinence, increased urinary frequency (day and night), and pain, including extreme pain with sexual intercourse. No additional information provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.